Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date and mesh was used with a fascia closure on top of the mesh. Post operatively after an unknown amount of time since the initial procedure, the patient developed a recurrence. As a result, the patient underwent a second operation on (B)(6) 2011 at another center. During the re-operation a central failure of the mesh was observed approximately 8 cm in length. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusions: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.